Event description:
On 30 dec 2009, during a kit inspection, the sales representative noted that an incompass universal driver had bent tips. This event has been associated with an adverse event in the past. There was no patient contact and therefore, no harm to any patient.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.